Manufacturer narrative:
Unique device identifier (UDI): for type of device: suture, absorbable, synthetic, polyglycolic acid.

Event description:
The needle broke while placing closing sutures in. The needle was a cutting needle cp-1 0 vicryl which is an absorbable suture. The needle was discarded in a sharps container. Both parts of needle appeared to be recovered. X-ray of knee taken to confirm. There was no harm to the patient.

Event description:
The needle broke while placing closing sutures in. The needle was a cutting needle cp-1 0 vicryl which is an absorbable suture. The needle was discarded in a sharps container. Both parts of needle appeared to be recovered. X-ray of knee taken to confirm. There was no harm to the patient.